Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms in the evening and was found by the medics to be in ventricular tachycardia. The patient was successfully cardioverted in the field and was brought by ambulance to the hospital. The patient had low fows during that time. The patient arrived to the emergency department around 21:32 and was stable. At 01:00, the patient was transferred to the cardiovascular intensive care unit. Log files were checked in the morning and they noted that the patient had a driveline disconnect alarm and a subsequent pump off alarm at 02:15. The patient did not report hearing any alarms at that time and there was no report of an alarm given by the overnight nurse to the day nurse. Log files were submitted for review and they confirmed that the pump stop at 2:15 was due to the driveline being disconnected. After the pump stop the patient was moved from battery power to power module. Related manufacturer reference number for the heartmate 3 pump: MFR # 2916596-2024-00176.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline disconnect alarm active was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6) was not returned. The submitted controller event log file contained spanning approximately 7 hours (02jan2024 at 21:41:11 ¿ 03jan2024 at 4:12:11, per the timestamp). The log file captured a driveline disconnect alarm active on (B)(6) 2024 at 2:15:45 ¿ 2:15:55 and an lvad_off alarm active from 2:15:55 ¿ 2:15:58. During this time, the pump speed dropped to 0 rpm until the driveline was reinserted and the speed ramped back up at 2:15:59. This event is consistent with the provided information of the nurse inadvertently unplugging the driveline instead of the controller power cables when swapping the power sources. There were no other driveline disconnect alarms active in the log file. Provided information stated that the driveline disconnect alarm was active because the bedside nurse inadvertently disconnect driveline while switching patient from batteries to power module, the controller had an audible alarm at the time of the event, and that the controller has been working as intended since the event. The root cause of the reported event was determined to be a user error in which the driveline was disconnected inadvertently. The device history records were reviewed, and the records revealed the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that hat the driveline was inadvertently disconnected by the bedside nurse while they were switching the patient from battery power to the power module and that the controller was functioning appropriately. It was confirmed by 2 other individuals in the room that the alarm was audible at the time of the event.